Event description:
It has been reported to philips that, system was failed to boot up. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The philips field service engineer (fse) inspected the system onsite and confirmed that, the system cannot boot up. As a part of troubleshooting, fse found that main power distribution unit (mpdu) self-test was normal. Further, fse did pds tool diagnosis, and found that tap1 and tap3 had no power and when rare panel was opened, it was found that the power cable j1 in the pin contact was not good. To resolve the issue, fse re-fixed the plug. After re-fixing the plug, the system was returned to use in good working order. The codes were updated based on the investigation outcome.